Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections b5, d1, d4, d5, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system produced burning smell and smoke from monitor due to software issue. A field service engineer migrated ciisafe to a new device, transferred required files and restored ciisafe. He backed up important files to external drive of ciisafe before the migration. After successful installation, he reconfigured backup network path and printers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system produced burning smell and smoke from monitor; however, it still worked. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the monitor was producing a smoke and burning smell caused by a faulty universal serial bus.a field service engineer found the cii safe with melted universal serial bus and advised customer to leave cii safe unplugged until new cii safe arrived.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis cii safe system monitor producing a smoke and burning smell. During device investigation, a field service engineer found melted universal serial bus on the cii safe. There were no adverse events or injuries reported based on this event.